Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("feeling sore after surgery") and myalgia ("like my muscles are coming back to my chest. They hurt"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal, myalgia and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: post procedural pain, myalgia and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("feeling sore after surgery") and myalgia ("like my muscles are coming back to my chest. They hurt"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal, myalgia and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("feeling sore after surgery"), myalgia ("like my muscles are coming back to my chest. They hurt") and dental caries ("teeth decaying"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered dental caries, medical device removal, myalgia and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, tooth decay. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-tooth decay, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.